Manufacturer narrative:
A service record (sr) was opened to address the reported event. The company representative was able to resolve the reported event remotely with the customer. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: 2022-15451.

Event description:
A physician reported that laser of an ophthalmic operating console became unavailable during a surgery. The emergency stop button was pressed and released and the surgery was completed successfully without any further problem. There was no report of any patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).